Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. As all the necessary clinical information was not provided, the root cause of the limb ischemia was not determined. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported while on impella cp support, the patient experienced a loss of their dorsalis pedis artery pulse. There was no reported intervention for the limb ischemia. The impella was not explanted early due to the limb ischemia. The patient was successfully weaned and explanted.